Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the motor drive unit would not cut tissue. The patient was converted to an open procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4): insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.